Event description:
Further follow-up indicates the wound has since healed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04586. It was reported a lead eroded through the skin and there was drainage at the site. In turn, the wound was cleaned on (B)(6) 2019. The system was then explanted on (B)(6) 2019. Note: all of the patient's leads are being reported because it is unknown which lead is liable.